Manufacturer narrative:
Philips service performed a reboot and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the equipment failed to start, with no video signal on monitors, on an allura xper fd20 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.